Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. The device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes to the device were discussed with the physician. The programming changes were completed and no episodes of oversensing have occurred. The patient remained asymptomatic after the programming changes.